Event description:
During an rf procedure, while the product was in sensory mode, the patient experienced unintentional sensory stimulation. There was no delay and the case was completed as planned using the same equipment. No treatment or intervention was required due to this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires.